Event description:
It was reported to boston scientific corporation that an uphold vaginal support system was implanted into the patient.according to the complainant, the patient experienced pain,dyspareunia, urinary problems, and infections. She retruned to her doctor several times because of these complications.all other information, including the patient's current condition, is unknown and reportedly unavailable.